Event description:
The customer reported the system is displaying a generator error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the battery charger. System operates as intended.